Event description:
The international distributor reported the ventilator went vent inop and alarmed shortly after being powered on. The ventilator was not in use on a pt, therefore, there was no pt harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The distributor service tech reported the diagnostic code displayed during the reported vent inop indicated an inhalation autozero failure. The service technician replaced the three station solenoid assembly and sensor board to correct the problem.

Manufacturer narrative:
Station solenoid assembly.